Event description:
Came across a patient's wife in the 100 building outside the outpatient pharmacy. Wife showed me patient's nova max plus glucometer and lancing device stating "it's broken (meter and lancing pen) and he needs another one. She stated that the glucometer would not turn on therefore was not able to use it. Pharmacist told her that she needed to contact the MFR. She expressed that they need the machine right away and could not afford to wait longer. Since patient is known to me, I am aware he's on antidiabetic agents. Also due to wife's concern in delaying blood glucose monitoring, I had a new nova max plus glucometer which I provided to her along with control solution and instructions on use. Diagnosis or reason for use: blood glucose monitoring.